Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a open book image on the screen. Customer was in the pool an hour prior to the insulin pump error. Customer stated that the no other alarm displayed before the open book image on the screen. Insulin pump not working due to open book and vibration did not work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.